Manufacturer narrative:
Sanofi company comment for dated 20-02-2019: the causal role of synvisc one cannot be denied for the event of peripheral swelling and unable to walk, however, lack of information regarding relevant medical history, concurrent conditions, underlying disease, therapy details, event details, pre-existing risk factors and personal history precludes comprehensive case assessment.

Event description:
Swollen legs [swelling of legs], unable to walk [unable to walk]. Case narrative: initial information received on 14-feb-2019 regarding an unsolicited valid serious case received from a pharmacist via health authority (mw5083136). Coi: united states. This case involves an adult patient who experienced swollen legs and unable to walk, with the use of medical device hylan g-f 20, sodium hyaluronate [synvisc one]. The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On an unknown date, the patient started using synvisc one (hylan g-f 20, sodium hyaluronate) dosage, lot - unk) via intra-articular route for an unknown indication. On (B)(6) 2017, the patient developed an event of swollen legs (peripheral swelling), unable to walk (gait inability), unknown latency after use of hylan g-f 20 and sodium hyaluronate. The patient was hospitalized for these events. Final diagnosis was swollen legs and unable to walk. It was not reported if the patient received a corrective treatment. Outcome- recovered for both events. Seriousness criteria- hospitalization for both events. A product technical complaint was initiated and results were pending for the same.

Event description:
Swollen legs [swelling of legs]. Unable to walk [unable to walk]. Case narrative: initial information received on 14-feb-2019 regarding an unsolicited valid serious case received from a pharmacist via health authority (mw5083136). Coi: united states. This case involves an adult patient who experienced swollen legs and unable to walk, with the use of medical device hylan g-f 20, sodium hyaluronate [synvisc one]. The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On an unknown date, the patient started using synvisc one (hylan g-f 20, sodium hyaluronate) dosage, lot - unk) via intra-articular route for an unknown indication. On (B)(6) 2017, the patient developed an event of swollen legs (peripheral swelling), unable to walk (gait inability), unknown latency after use of hylan g-f 20 and sodium hyaluronate. The patient was hospitalized for these events. Final diagnosis was swollen legs and unable to walk. It was not reported if the patient received a corrective treatment. Outcome- recovered for both events. A pharmaceutical technical complaint (ptc) was initiated on (B)(6) 2019 for synvisc one with global ptc number: (B)(4). The product lot number was not provided; therefore a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi will continue to monitor adverse events to determine if a CAPA is required. Seriousness criteria- hospitalization for both events. Additional information was received on 20-feb-2019. Global ptc number and results were added. Text was amended accordingly.